Event description:
In 2003, a ventricular assist device (vad) patient supported by the dual driver was being transferred from the intensive care unit to the CT scan room when the top module stopped. The nurses hand pumped the patient until the console was swapped to the back-up unit. The patient remained stable throughout the event. The patient remains ongoing on vad support.